Event description:
The user facility reports incident of a cut in the blood pump segment tubing, which occurred approx 45 min into tx. Ebl = 250cc. The actual complaint sample was discarded at the time of the incident, however the reported tubing damage may have been caused by the machine pump tubing guides, due to user error of improper insertion of the pump segment tubing into the machine housing. The machine manufacturer has provided info to the user on proper pump segment installation. There was no pt injury or need for med intervention reported.